Manufacturer narrative:
Investigation description: complaint confirmed. Engineering logs showed alert 35 indicating an occlusion. No abnormalities or foreign material were observed in the drug chamber. The issue could not be duplicated during testing, as multiple leadscrew runs were completed successfully with known-good supplies without any issues. User supplies were not returned. The root cause of the occlusion alert could not be determined. Minor wear to top of display assembly and housing.

Event description:
It was reported that the user experienced repeated occlusion alerts on the ilet bionic pancreas while using a contact detach infusion set, dismissed alerts multiple times, paused insulin delivery, and intermittently used subcutaneous insulin via pen as backup after occlusion alerts did not resolve; the user performed several supply changes across different lots and a replacement ilet was issued. The user experienced a blood glucose peak of 281 mg/dl with no associated clinical symptoms. Outcomes included no health consequences or impact. User support included communication and analysis of information provided, review of engineering logs, and guided troubleshooting with a full supply change and tubing fill checks. Investigation of this case revealed no findings available and insufficient information to identify a device component failure, with user behavior noted where insulin delivery was paused and occlusion alerts were acknowledged by resuming delivery without disconnecting and verifying flow. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.